Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) syringe inlets, micro-volume with luer lock end had particles inside the packages. The process step was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in december 2024. H11: three (3) actual devices were received for evaluation. A visual inspection was performed on all the samples and tiny dark spots/ tiny dark fiber were observed on the white connector and not in the fluid path. The reported condition was verified. The cause of the issue could not be determined; however, was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.